Event description:
It was reported that the customer was repairing a temperature sensor an damaged the x-ray controller board on the 9800 system. No injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.